Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after numerous battery changes.  Customer's blood glucose was 300mg/dl at the time of incident.  The customer was assisted with troubleshooting and the display eventually returned but the display was blank for 5 minutes before the display returned to normal. Customer was advised to revert to a back up plan if needed and to monitor the pump.